Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) checked the system logs and the system had not been powered up since july 30, 2013. The fsr confirmed this with the chief perfusionist. This system is a spare located in equipment store room. The fsr installed new batteries, charged for two hours and batteries are now at 17.73ah. The fsr verified system performance and boot-up on battery. The unit operated to manufacturer specifications and was returned to clinical use. Software data logs were sent to the manufacturer for further evaluation. The fsr advised the chief perfusionist to follow the instructions for use (IFU) to power the system for several hours at least once per month.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, he found the battery capacity at 12.1ah. The fsr allowed unit to charge while he completed remaining pm for three hours. Total nominal available capacity then displayed 18.000ah. The fsr disconnected a/c power with pumps running and the perfusion system went totally dead. Since the event occurred during preventative maintenance, there was no patient involvement.